Event description:
A us distributor reported that a patient was experiencing adjust belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) was confirmed. The lead 1 wire was damaged in and c and d cable. The root cause was unable to be identified. There was no adverse event that resulted from the damaged belt.